Event description:
It was reported while using bd q-syte luer access split septum there was a crack. There was no report of patient impact. The following information was provided by the initial reporter: during disinfection, a piece of plastic from the q-syte screw thread was on the pad: visible crack

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 16-aug-2022. Bd received two unsealed q-syte closed luer access devices from an unknown lot for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer visually inspected the returned units and observed that the top body of both q-sytes were cracked and broken. Therefore, based off the visual inspection the engineer was able to verify the reported defect. Unfortunately, since the devices were received unsealed and with limited information as to how they were used the engineer could not determine an exact cause for the observed damage. During manufacturing it was possible for damage to occur to the top body and the septum during the top body loading process. It was also possible that there was a station misalignment or damaged grippers that may cause damage to the top body. However, the observed damage appeared more severe than what would be expected from a station misalignment or damaged grippers. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported while using bd q-syte luer access split septum there was a crack. There was no report of patient impact. The following information was provided by the initial reporter: during disinfection, a piece of plastic from the q-syte screw thread was on the pad: visible crack.